Event description:
It was reported that the customer's blood glucose (bg) was recorded as low. Cause was not known. Customer administered a glucagon injection. Customer lost consciousness and was foaming at the mouth. Ambulance was called and transported customer to the emergency room. Customer was admitted to the hospital and was treated with intravenous fluids of saline which resolved the issue. Customer was released from the hospital the next day without any permanent damage. A system check was performed by technical support. No issues were identified with the cartridge, insulin or infusion set tubing/cannula. Pump was functioning as expected. Recommendation was made to consult with a healthcare provider regarding diabetes management.